Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. During inspection of x-arm, fse observed dried serum/reagent on the tip clamp and tip clamps sleeve in position #2. Fse replaced the tip clamps, tip clamp sleeves and lld springs in position #1 and #2 to correct the problem. The instrument was tested without further problem and returned to expected operation.